Event description:
This is an adverse event recorded on a crf as part of the us rfa registry for barrett's esophagus. This patient was prospectively enrolled with a 7 cm low grade dysplasia. After a secondary focal ablation patient developed a stricture which was subsequently dilated and the patient's symptoms were resolved. Per the physician, the severity of this event was mild, and relationship of the event to the device procedure was definite, and there was no device malfunction.